Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that they were experiencing high blood glucose level 400 mg/dl and 500 mg/dl which treated by manual injection. Customer's blood glucose was high due to steroid shot had to stop use insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returned for analysis.